Event description:
During placement of another manufacturer's stent graft device, the cook introducer sheath was being utilized. Upon introducing the stent graft device into the sheath, resistance was encountered. Additional lubrication was taken and still the device would not move forward. It was frozen within the sheath and the device ultimately broke. A decision was made to remove the 16fr sheath and replace it with an 18fr sheath. This was done and the procedure was successfully completed.